Manufacturer narrative:
The unit did not contribute to the patient death. The alarm functioned as expected. The issue was the volume was set too low("2") and was inaudible outside the room. No malfunction identified with the ventilator. The customer made internal changes and new policies and training on how to set alarms to prevent any future issues occurring.

Event description:
The customer reported that during patient disconnect the alarm was not heard outside the patient room. The customer reported that the patient expired.